Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the shoulder, which is off label usage of the device, on (B)(6) 2025. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).